Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 20 mg/dl. Troubleshooting for low blood glucose was performed. Customer experienced low blood glucose for three weeks. Customer had severe low blood glucose three times and treated themselves with glucose tablets the first time. Customer advised the second and third time they went to the hospital. Customer changed the basal rates which helped for a little while but then they passed out and were taken to the hospital by paramedics. Customer was running high and continued to bolus which then resulted in a severe low. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.